Manufacturer narrative:
Results: the 3max was fractured approximately 17.0 cm from the hub. Conclusions: evaluation of the returned device revealed it was fractured. This damage may have occurred due to forceful manipulation of the 3max at extreme angles during insertion into the parent catheter. The ace 68 mentioned in the complaint was not returned for evaluation. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, a penumbra system 3max reperfusion catheter (3max) inadvertently became kinked upon advancement through a penumbra system ace 68 reperfusion catheter (ace 68) on the back table. The damage to the 3max occurred prior to use; therefore, it was not used in the procedure. The procedure was completed using the same ace 68 and a new 3max..